Event description:
It was reported that during an ent procedure, excessive smoke was coming from the evac wand and did not ablate the tissue properly. Surgeon was unable to see the surgical site due to excessive smoke produced by the evac wand. The procedure was completed with a non significant delay using a back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) used non-conductive media. 2) ensure that the wand tip (including return electrode) is completely surrounded by conductive media during use. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.